Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, foreign) regarding a patient who was receiving baclofen of an unknown concentration at a unknown dose rate via an implantable pump for cerebral palsy (cp). It was reported that the pump delivers the muscle-relaxing medication over a period of time. The pump had to be emptied / refilled, but during the emptying of the pump an insufficient amount (cc) was extracted from the reservoir. It was further described that it appeared that the drug was lost in the body and the hospital personnel didn't know why it happened. It was noted that when these lost cc's are still in the body, they can apparently cause dangerous side effects, hence the mother of the patient was having great concerns and had already reached out to the manufacturer without any results so far.